Manufacturer narrative:
Batch review performed on 03 september 2025: lot 2349409: (B)(4) items manufactured and released on 20-feb-2024. Expiration date: 2029-02-04. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported events during the period of review. Additional implants involved, batch review performed on 03 september 2025: reverse shoulder system 04.01.0155 glenoid baseplate - ø27x25 (k170452) lot 2341047: (B)(4) items manufactured and released on 25-march-2024. Expiration date: 2029-03-11. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported events during the period of review.

Event description:
Revision surgery due to baseplate and stem loosening at about 1 year 5 months post-primary. Bone graft was used during the primary surgery, and graft failure was observed at the time of revision.